Event description:
The reporter contacted animas on 01/27/2014 reporting that the data is not being kept in the pump. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings:the meter was returned and there was moisture found in the meter.